Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and replaced the bag/vent switch. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, a failure was noted in mechanical ventilation mode. The clinician reportedly switched to manual mode to maintain ventilation. There was no reported patient injury.